Event description:
Two infusion devices (100ml/hour) were filled by hand on different dates by the same rph. Both times the central hard plastic tube appeared to contain about 50% air & 50% solution. All the air had been purged from the syringe used to fill the devices prior to filling them. There was no more than the usual amount of air in the elastomeric part of the devices. Upon taking to MFR, rptr was told that this central tube usually contained all air & that what was seeing was solution leaking into the tube not air leaking into the tube as rptr had thought. MFR stated it was not a result of incorrect filling of the devices. Rptr returned both devices to MFR.